Event description:
The user facility reported a 61-year-old female in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The complainant reported that the purge tubing was changed with minimal improvement in purge flows. Inability to palpate distal pulses in impella leg was noted. The patient¿s foot was cool and cap refill was sluggish. The patient was therefore taken to the ccl for fem to fem bypass. There were lots of clot/thrombus noted in right leg below the impella site. Fem to fem bypass was successful and the impella was successfully weaned and explanted a day post implant.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the reported limb ischemia and thrombus has been completed since the original report was filed. Product was not returned for review. Based on clinical description, the root cause of limb ischemia and thrombus was most likely due to patient condition.